Manufacturer narrative:
The customer's observation of perceived pin holes was evaluated by zimmer biomet tmt upon return of the outer and inner foil pouch system. It was observed, that there were multiple occurrences of a tear in the foil layer; however, upon closer examination under a high powered light microscope, it was evident that the poly film layer, which seats below the foil layers, was intact. It was therefore established that the foil packaging was not compromised and was in fact perceived as pin holes. The double foil pouch system ensures that if one barrier is breached, the second barrier will maintain the sterility of the product. A review of pertinent documentation records indicates that the inner and outer foil pouches were sealed and packaged to the correct manufacturing specifications at the time of release.

Event description:
It was reported that upon opening the implant, the surgeon's assistant noticed there were holes in the packaging. The surgical team assessed that the implant was not sterile and did not move it into the field. The implant was not used and a different implant was used. There was no delay to surgery and/or impact to the patient.